Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with the serter and her blood glucose was 50 mg/dl at the time of the incident. Customer's current blood glucose was 54 mg/dl. Customer has treated with food and was disconnected from the pump. Customer declined troubleshooting for the low blood glucose and has contacted her doctor about the issue. Customer stated that they turned the basal rates down and then they had to turn the basal rate back up. Customer took some soda and her blood glucose went back to 52 mg/dl. The call was disconnected and customer was unable to be reached.